Event description:
Report received from (B)(6) states: "the cutter was not functioning properly while aspiration was assured. No pt impact or injury."

Manufacturer narrative:
Product has been requested for evaluation; however, it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.